Event description:
On 7/8/1998 following a catheterization procedure (type unknown), an angio-seal device was placed in a small, frail pt's right common femoral artery. The estimated size of this pt's artery was less than 4mm in size. Later (onset to symptoms not specified) the pt developed signs of occlusion. The pt was taken to surgery where the right common femoral artery was confirmed to be occluded. As of 8/21/1998 there has been no further report of complication or pt sequelae made to the MFR.